Event description:
On (B)(6) 2012 I was admitted to (B)(6) hosp., for a cardiac ablation. I had cardiac arrhythmia's which over the years had been getting worse, so decided to have the ablation. I have no other heart problems and am in good health. My doctor performed the ablation without incident. I was supposed to be in recovery for 4 hours and then be discharged. About 20 minutes before discharge, I suddenly and unexpectedly went into cardiac arrest. I was without a heartbeat for a little over a minute. My doctor ((B)(6)) told me he had no idea why the cardiac arrest occurred. He said my heart is healthy, and my only heart problem has been arrhythmia's. Dr (B)(6) also found it odd that the cardiac arrest was not preceded by any arrhythmia. My heart simply stopped. As a result of the cardiac arrest, I was admitted and dr (B)(6) felt it best to insert a pacemaker. Subsequently, dr (B)(6) informed me that he talked to a number of doctors in his practice about my case and they could not come up with any explanation as to why this occurred. Dr (B)(6) also attended a cardiology conference and talked to cardiologists at this conference about my case. Again he informed me that there was no explanation for my cardiac arrest. I recently read an article about medtronic's recall of guidewires. I believe that since there is no other explanation of my cardiac arrest, it may have been caused by these defective guidewires that medtronic is now recalling. I would like a full investigation of this incident to see if the guidewires were a possible cause of my cardiac arrest.